Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2019. The patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had device unrelated procedure where magnet was used. Due to apparent magnet movement during the surgery, the patient had four ventricular fibrillation episodes from electromagnetic. The implantable cardioverter defibrillator had alerts of low high voltage impedance, exhausted all therapies, possible high voltage circuit damage, and over current protection. Impedance was within normal limit upon manual test. The patient was stable.